Event description:
It was reported there was an overdose. It was stated the patient was sleepy, lethargic and flaccid. It was stated these symptoms occurred within 10 minutes of the refill. It was reported the procedure caused the issue. It was reported the nurse started to see drug rise or create a bubble over the pump during refill, so they started withdrawing. It was reported thy got 20ml out of the pocket, but 20ml stayed in. It was reported the patient was admitted to the hospital, and as of the night prior they were out of the ICU and doing fine currently. It was stated the pump was programmed to stop pump mode and showed it was in that status for 44 hours as of the morning on the day of report. The pump was used to deliver lioresal. Additional information reported the patient was refilled in their home. It was noted the patient had hypotension following the pocket fill. It was reported the patient had recovered. Additional information reported the patient was released from the hospital 2 days following the pocket fill. It was reported the pump was filled and re-started prior to the patient being released.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).